Manufacturer narrative:
Analysis found the unit function properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests. All operating currents are normal with no unexpected low battery, off no power or weak battery alarm noted. The pump function properly during no delivery test and during self test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms, weak battery alarm, and signal too low alarm. The customer's blood glucose was 598 mg/dl at the time of incident. The insulin pump will be returned for analysis.